Event description:
The customer reported the system displayed a system generator shutting down error message. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.